Manufacturer narrative:
Device available for eval, device return to manuf, device eval by manufacturer.additional information: imdrf annex b grids and returned to manufacturer on.omit: b17 - device not returned.

Event description:
It was reported that an 8110 syringe module was affected by plastic recall. There was no reported patient involvement.

Event description:
It was reported that an 8110 syringe module was affected by plastic recall and syringe sizer misalign recall. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8110 syringe module was affected by plastic recall. There was no reported patient involvement.